Event description:
Third degree burns at the back [burns third degree]. Case description: this is a spontaneous report from a contactable pharmacist via company representative (pfizer consumer healthcare). A (B)(6) female patient with an unknown race started to receive thermacare heatwrap (thermacare lower back and hip, wrap) on (B)(6) 2012, due to back pain. Relevant medical history was not provided. Concomitant medication included l-thyroxin 75 and metoprolol 95 mg. On (B)(6) 2012, the consumer experienced third degree burns at the back. An unspecified treatment was necessary. However, a surgical intervention was not required. Action taken with therapy was discontinued. The outcome was reported as recovered with sequelae in form of scars. Follow-up ((B)(6) 2012): this is a spontaneous report from a contactable physician. New information received included suspect product indication, product start date, patient age, concomitant medication, updated second degree burn to third degree burn, treatment received and event outcome.

Manufacturer narrative:
Medical review completed ((B)(4) 2012): based on the follow-up information (prd/srd (B)(6) 2012), the event of second degree burn previously reported in the initial report is amended to third degree burn upgrading this case to reportable. The event of third degree burn is considered serious and associated with the use of the device. This case is medically assessed as serious, associated and reportable.